Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported with a description, intraocular lens (iol) had a coating and was cloudy. Additional information was received and stated, the lens remains in the patient eye. The coating was partially detected before the iol was implanted and the problem still exists 24 hours postoperative. Additional information was received and stated, iol was not explanted. The iol coating was seen prior implantation. It was checked under the microscope and not used further. There are four medical device reports associated with this report. This is 4 of 4.